Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis contact ('allergic contact dermatitis due to nickel, cobalt, and silver nitrate allergy.'), embedded device ('due to persistence of allergic reaction to essure, as the essure balls were intramyometrial after extracting them') and device breakage ('remains of the essure device/ the essure balls were intramyometrial after extracting them') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "she underwent a second procedure caused by remains of the essure device". The patient's medical history included menarche in 1987, hepatitis, appendectomy, cholecystectomy, cesarean section (2 caesarean sections. 1st caesarean section was performed due to suspected foetal distress and 2nd one performed due to labour not progressing. Both babies were breastfed for 1 year each), irregular menstrual cycle (used to be regular until introduction of chemoprophylaxis), gravida ii (both pregnancies were normal), lupus erythematosus systemic, anxiety (untreated), pancreatitis (sphincterotomy), eczema (imitation jewellery).) And non-tobacco user. She did not have any relevant past medical-surgical history at the time of the events. Past medical history arterial hypertension: no. Diabetes: no. Dyslipidaemia: no. Anticoagulation: no. Previously administered products included for tuberculosis: isoniazid. In 2013, the patient experienced amenorrhoea ("amenorrhoea episodes (1¿2 menstrual periods a year)"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dermatitis contact (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain lower ("intermittent lower abdominal pain of long-term progression"), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), menopause ("premenopause"), anxiety ("anxiety"), depression ("depression"), bone pain ("bone pain") and hypoglycaemia ("hypoglycaemia") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced vulvovaginal pain ("vaginal pain (15 episodes during one year)"), leukorrhea ("heavy leucorrhoea (15 episodes during one year)") and vulvovaginal candidiasis ("vulvovaginal candidiasis, continuous thrush / repetitive candidiasis"), 1 year 3 months after insertion of essure. In february 2015, the patient experienced oligomenorrhoea ("oligomenorrhoea"). On (B)(6) 2015, the patient experienced vaginal discharge ("whitish discharge"). On (B)(6) 2017, the patient experienced pyelonephritis acute ("right acute pyelonephritis / complex urinary tract infection") and urinary tract pain ("urinary tract pronounced pain"). On (B)(6) 2020, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2020, the patient experienced abdominal adhesions ("adhesions on abdominal scar"), allodynia ("abdominal allodynia") and hyperaesthesia ("hyperalgesia"). On an unknown date, the patient experienced arthralgia ("polyarthralgia"), headache ("headache"), asthenia ("asthenia"), insomnia ("insomnia"), feeling hot ("flushing sensation"), abdominal distension ("abdominal distension"), pelvic discomfort ("pelvic discomfort"), back pain ("pain in the low back area"), eating disorder ("eating disorder"), pruritus ("generalised pruritus") and hypersensitivity ("allergic reaction"). The patient was treated with bilastine (bilaxten), cefixime, ceftriaxone, cumlaude, dexketoprofen trometamol (enantyum), ebastine, fenticonazole nitrate (laurimic), fluconazole, lactobacillus gasseri;lactobacillus rhamnosus (muvagyn), metoclopramide, oral contraceptive nos, topiramate (topiramato), vortioxetine hydrobromide (brintellix), physical therapy and surgery (abdominal hysterectomy on (B)(6) 2020 and bilateral laparoscopic salpingectomy in (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the dermatitis contact, embedded device, device breakage, pelvic pain, abdominal pain lower, vulvovaginal pain, swelling, genital haemorrhage, weight increased, menopause, anxiety, depression, bone pain, hypoglycaemia, leukorrhea, amenorrhoea, arthralgia, headache, asthenia, insomnia, feeling hot, abdominal distension, pelvic discomfort, back pain, vulvovaginal candidiasis, vaginal discharge, oligomenorrhoea, eating disorder, pruritus and hypersensitivity outcome was unknown and the pyelonephritis acute, urinary tract pain, abdominal adhesions, allodynia and hyperaesthesia was resolving. The reporter considered abdominal adhesions, abdominal distension, abdominal pain lower, allodynia, amenorrhoea, anxiety, arthralgia, asthenia, back pain, bone pain, depression, dermatitis contact, device breakage, eating disorder, embedded device, feeling hot, genital haemorrhage, headache, hyperaesthesia, hypersensitivity, hypoglycaemia, insomnia, leukorrhea, menopause, oligomenorrhoea, pelvic discomfort, pelvic pain, pruritus, pyelonephritis acute, swelling, urinary tract pain, vulvovaginal candidiasis, vulvovaginal pain, weight increased and vaginal discharge to be related to essure. The reporter commented: essure device correctly inserted with 7 coil loops remaining inside the uterine cavity. Essure; 2¿3 coil loops inside the uterine cavity. She has also seen different doctors from several specialties psychology, psychiatry, traumatology, endocrinology due to an eating disorder. She had two surgeries, 1st in (B)(6) 2019, a salpingectomy to remove the essure devices and the fallopian tubes, and 2nd on (B)(6) 2020, a hysterectomy with the removal of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2017: mild elevation of acute phase reactants. Bone densitometry - in february 2017: t-score -0.7. Cytology - in september 2015: negative. Gynaecological examination - on (B)(6) 2013: external genitalia and vagina: normal. Cervix: multiparous. Good epithelialisation. Anteverted uterus. Normal in terms of size and shape. Normal ovaries.; on (B)(6) 2014: body temperature: 36.5°c external genitalia and vagina appear mildly erythematous. Speculum examination: healthy-looking cervix, whitish discharge, suggesting thrush. Diagnostic judgement vaginal inflammatory disorder (vaginitis) vulvovaginal candidiasis.; on (B)(6) 2015: normal external genitalia and vagina. Physiological discharge. Scarce leucorrhoea suggesting thrush. Good cervical epithelialisation. Transvaginal examination: uterus: anteverted. Normal in terms of size, shape and structure. Closed cervix. No pain upon manual examination. No adnexal masses found upon palpation.; in february 2017: examination: normal. Transvaginal ultrasound: normal anteverted uterus. Hysterometry: 74 mm. Endometrium: 6.4-mm thick. Right ovary: 15 mm, atrophic appearance. Left ovary: 26 mm, with a 21-mm image suggesting a functional cyst. No free fluid in the pouch of douglas.; on (B)(6) 2019: uterus and adnexa affected by right tube hydrosalpinx. Haematocrit - in february 2017: 41.1%. Haemoglobin - in february 2017: 13.5 g/dl. Hysteroscopy - on (B)(6) 2013: vaginoscopy: normal. Exocervix: normal. Endocervical canal: normal. Uterine cavity: normal. Tubal ostia: normal., tests were well-tolerated. Essure devices were correctly inserted; right essure: 7 coil loops in the uterine cavity; left essure: 2¿3 coil loops in the uterine cavity.. Mammogram - in february 2017: bi-rads [breast imaging reporting and data system] 1 score.. Skin test - on (B)(6) 2019: delayed patch-test reading (sensitisation tests): positive results for cobalt, silver nitrate, and nickel; otherwise negative.. Ultrasound scan - on an unknown date: normal ultrasound results. She was monitored due to gi-rads [gynaecologic imaging reporting and data system] 2 classification, which resolved spontaneously.; on (B)(6) 2013: anteverted uterus. Hysterometry: 84 mm. Endometrium: 3 mm. Both ovaries are normal. The left one has a 25 mm anechoic image, suggesting a persistent ovarian follicle.; on (B)(6) 2015: anteverted uterus. 8-mm thick secretory endometrium in length from top to bottom. The left ovary has an avascular 39-x-25-mm anechoic image with no septa or papillae. Ovaries appear normal. No free fluid found in the pouch of douglas.. Urine analysis - on (B)(6) 2017: density: 1,025 (1,004¿1,030) ph (urine): 6.0 (5¿8) protein: 100 glucose in urine: negative ketones: negative bilirubin: negative blood: +++ nitrites: positive urobilinogen: negative white blood cells: +++ severe pyuria bacteriuria haematuria. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: new event allergic reaction was added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis contact ('allergic contact dermatitis due to nickel, cobalt, and silver nitrate allergy.'), embedded device ('due to persistence of allergic reaction to essure, as the essure balls were intramyometrial after extracting them') and device breakage ('remains of the essure device/ the essure balls were intramyometrial after extracting them') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche in 1987, hepatitis, appendectomy, cholecystectomy, cesarean section (2 caesarean sections. 1st caesarean section was performed due to suspected foetal distress and 2nd one performed due to labour not progressing. Both babies were breastfed for 1 year each), irregular menstrual cycle (used to be regular until introduction of chemoprophylaxis), gravida ii (both pregnancies were normal), lupus erythematosus systemic, anxiety (untreated), pancreatitis (sphincterotomy), eczema (imitation jewellery).) And non-tobacco user. She did not have any relevant past medical-surgical history at the time of the events. Past medical history arterial hypertension: no. Diabetes: no. Dyslipidaemia: no. Anticoagulation: no. Previously administered products included for tuberculosis: isoniazid. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced amenorrhoea ("amenorrhoea episodes (1¿2 menstrual periods a year)"). In 2014, the patient experienced dermatitis contact (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain lower ("intermittent lower abdominal pain of long-term progression"), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), menopause ("premenopause"), anxiety ("anxiety"), depression ("depression"), bone pain ("bone pain") and hypoglycaemia ("hypoglycaemia") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced vulvovaginal pain ("vaginal pain (15 episodes during one year)"), leukorrhea ("heavy leucorrhoea (15 episodes during one year)") and vulvovaginal candidiasis ("vulvovaginal candidiasis, continuous thrush"). In (B)(6) 2015, the patient experienced oligomenorrhoea ("oligomenorrhoea"). On (B)(6) 2015, the patient experienced vaginal discharge ("whitish discharge"). On (B)(6) 2017, the patient experienced pyelonephritis acute ("right acute pyelonephritis / complex urinary tract infection") and urinary tract pain ("urinary tract pronounced pain"). On (B)(6) 2020, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2020, the patient experienced abdominal adhesions ("adhesions on abdominal scar"), allodynia ("abdominal allodynia") and hyperaesthesia ("hyperalgesia"). On an unknown date, the patient experienced complication of device removal ("she underwent a second procedure caused by remains of the essure device"), arthralgia ("polyarthralgia"), headache ("headache"), asthenia ("asthenia"), insomnia ("insomnia"), feeling hot ("flushing sensation"), abdominal distension ("abdominal distension"), pelvic discomfort ("pelvic discomfort"), back pain ("pain in the low back area"), eating disorder ("eating disorder") and pruritus ("generalised pruritus"). The patient was treated with bilastine (bilaxten), cefixime, ceftriaxone, cumlaude, dexketoprofen trometamol (enantyum), ebastine, fenticonazole nitrate (laurimic), fluconazole, lactobacillus gasseri;lactobacillus rhamnosus (muvagyn), metoclopramide, oral contraceptive nos, topiramate (topiramato), vortioxetine hydrobromide (brintellix), physical therapy and surgery (abdominal hysterectomy and bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dermatitis contact, embedded device, device breakage, complication of device removal, pelvic pain, abdominal pain lower, vulvovaginal pain, swelling, genital haemorrhage, weight increased, menopause, anxiety, depression, bone pain, hypoglycaemia, leukorrhea, amenorrhoea, arthralgia, headache, asthenia, insomnia, feeling hot, abdominal distension, pelvic discomfort, back pain, vulvovaginal candidiasis, vaginal discharge, oligomenorrhoea, eating disorder and pruritus outcome was unknown and the pyelonephritis acute, urinary tract pain, abdominal adhesions, allodynia and hyperaesthesia was resolving. The reporter considered abdominal adhesions, abdominal distension, abdominal pain lower, allodynia, amenorrhoea, anxiety, arthralgia, asthenia, back pain, bone pain, complication of device removal, depression, dermatitis contact, device breakage, eating disorder, embedded device, feeling hot, genital haemorrhage, headache, hyperaesthesia, hypoglycaemia, insomnia, leukorrhea, menopause, oligomenorrhoea, pelvic discomfort, pelvic pain, pruritus, pyelonephritis acute, swelling, urinary tract pain, vulvovaginal candidiasis, vulvovaginal pain, weight increased and vaginal discharge to be related to essure. The reporter commented: essure device correctly inserted with 7 coil loops remaining inside the uterine cavity. Essure; 2¿3 coil loops inside the uterine cavity. Subtotal hysterectomy with no surgical complications. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2017: mild elevation of acute phase reactants. Bone densitometry - in (B)(6) 2017: t-score -0.7. Cytology - in (B)(6) 2015: negative. Gynaecological examination - on (B)(6) 2013: external genitalia and vagina: normal. Cervix: multiparous. Good epithelialisation. Anteverted uterus. Normal in terms of size and shape. Normal ovaries.; on (B)(6) 2014: body temperature: 36.5°c external genitalia and vagina appear mildly erythematous. Speculum examination: healthy-looking cervix, whitish discharge, suggesting thrush. Diagnostic judgement vaginal inflammatory disorder (vaginitis) vulvovaginal candidiasis.; on (B)(6) 2015: normal external genitalia and vagina. Physiological discharge. Scarce leucorrhoea suggesting thrush. Good cervical epithelialisation. Transvaginal examination: uterus: anteverted. Normal in terms of size, shape and structure. Closed cervix. No pain upon manual examination. No adnexal masses found upon palpation.; in (B)(6) 2017: examination: normal. Transvaginal ultrasound: normal anteverted uterus. Hysterometry: 74 mm. Endometrium: 6.4-mm thick. Right ovary: 15 mm, atrophic appearance. Left ovary: 26 mm, with a 21-mm image suggesting a functional cyst. No free fluid in the pouch of douglas.; on (B)(6) 2019: uterus and adnexa affected by right tube hydrosalpinx. Haematocrit - in (B)(6) 2017: 41.1%. Haemoglobin - in (B)(6) 2017: 13.5 g/dl. Hysteroscopy - on (B)(6) 2013: vaginoscopy: normal. Exocervix: normal. Endocervical canal: normal. Uterine cavity: normal. Tubal ostia: normal., tests were well-tolerated. Essure devices were correctly inserted; right essure: 7 coil loops in the uterine cavity; left essure: 2¿3 coil loops in the uterine cavity.. Mammogram - in (B)(6) 2017: bi-rads [breast imaging reporting and data system] 1 score.. Skin test - on (B)(6) 2019: delayed patch-test reading (sensitisation tests): positive results for cobalt, silver nitrate, and nickel; otherwise negative.. Ultrasound scan - on an unknown date: normal ultrasound results. She was monitored due to gi-rads [gynaecologic imaging reporting and data system] 2 classification, which resolved spontaneously.; on (B)(6) 2013: anteverted uterus. Hysterometry: 84 mm. Endometrium: 3 mm. Both ovaries are normal. The left one has a 25 mm anechoic image, suggesting a persistent ovarian follicle.; on (B)(6) 2015: anteverted uterus. 8-mm thick secretory endometrium in length from top to bottom. The left ovary has an avascular 39-x-25-mm anechoic image with no septa or papillae. Ovaries appear normal. No free fluid found in the pouch of douglas. Urine analysis - on (B)(6) 2017: density: 1,025 (1,004¿1,030) ph (urine): 6.0 (5¿8); protein: 100; glucose in urine: negative; ketones: negative; bilirubin: negative; blood: +++; nitrites: positive; urobilinogen: negative; white blood cells: +++; severe pyuria; bacteriuria; haematuria. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-mar-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic contact dermatitis due to nickel, cobalt, and silver nitrate allergy.'), embedded device ('due to persistence of allergic reaction to essure, as the essure balls were intramyometrial after extracting them') and device breakage ('remains of the essure device/ the essure balls were intramyometrial after extracting them') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche in 1987, (B)(6), appendectomy, cholecystectomy, cesarean section (2 caesarean sections. 1st caesarean section was performed due to suspected foetal distress and 2nd one performed due to labour not progressing. Both babies were breastfed for 1 year each), irregular menstrual cycle (used to be regular until introduction of chemoprophylaxis), gravida ii (both pregnancies were normal), lupus erythematosus systemic, anxiety (untreated), pancreatitis (sphincterotomy), eczema (imitation jewellery).) And non-tobacco user. She did not have any relevant past medical-surgical history at the time of the events. Past medical history arterial hypertension: no. Diabetes: no. Dyslipidaemia: no. Anticoagulation: no. Previously administered products included for tuberculosis: isoniazid. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced amenorrhoea ("amenorrhoea episodes (1¿2 menstrual periods a year)"). In 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain lower ("intermittent lower abdominal pain of long-term progression"), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), menopause ("premenopause"), anxiety ("anxiety"), depression ("depression"), bone pain ("bone pain") and hypoglycaemia ("hypoglycaemia") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced vulvovaginal pain ("vaginal pain (15 episodes during one year)"), leukorrhea ("heavy leucorrhoea (15 episodes during one year)") and vulvovaginal candidiasis ("vulvovaginal candidiasis, continuous thrush"). In (B)(6) 2015, the patient experienced oligomenorrhoea ("oligomenorrhoea"). On (B)(6) 2015, the patient experienced vaginal discharge ("whitish discharge"). On (B)(6) 2017, the patient experienced pyelonephritis acute ("right acute pyelonephritis / complex urinary tract infection") and urinary tract pain ("urinary tract pronounced pain"). On (B)(6) 2020, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2020, the patient experienced abdominal adhesions ("adhesions on abdominal scar"), allodynia ("abdominal allodynia") and hyperaesthesia ("hyperalgesia"). On an unknown date, the patient experienced complication of device removal ("she underwent a second procedure caused by remains of the essure device"), arthralgia ("polyarthralgia"), headache ("headache"), asthenia ("asthenia"), insomnia ("insomnia"), feeling hot ("flushing sensation"), abdominal distension ("abdominal distension"), pelvic discomfort ("pelvic discomfort"), back pain ("pain in the low back area"), eating disorder ("eating disorder") and pruritus ("generalised pruritus"). The patient was treated with bilastine (bilaxten), cefixime, ceftriaxone, cumlaude, dexketoprofen trometamol (enantyum), ebastine, fenticonazole nitrate (laurimic), fluconazole, lactobacillus gasseri;lactobacillus rhamnosus (muvagyn), metoclopramide, oral contraceptive nos, topiramate (topiramato), vortioxetine hydrobromide (brintellix), physical therapy and surgery (abdominal hysterectomy and bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, embedded device, device breakage, complication of device removal, pelvic pain, abdominal pain lower, vulvovaginal pain, swelling, genital haemorrhage, weight increased, menopause, anxiety, depression, bone pain, hypoglycaemia, leukorrhea, amenorrhoea, arthralgia, headache, asthenia, insomnia, feeling hot, abdominal distension, pelvic discomfort, back pain, vulvovaginal candidiasis, vaginal discharge, oligomenorrhoea, eating disorder and pruritus outcome was unknown and the pyelonephritis acute, urinary tract pain, abdominal adhesions, allodynia and hyperaesthesia was resolving. The reporter considered abdominal adhesions, abdominal distension, abdominal pain lower, allergy to metals, allodynia, amenorrhoea, anxiety, arthralgia, asthenia, back pain, bone pain, complication of device removal, depression, device breakage, eating disorder, embedded device, feeling hot, genital haemorrhage, headache, hyperaesthesia, hypoglycaemia, insomnia, leukorrhea, menopause, oligomenorrhoea, pelvic discomfort, pelvic pain, pruritus, pyelonephritis acute, swelling, urinary tract pain, vulvovaginal candidiasis, vulvovaginal pain, weight increased and vaginal discharge to be related to essure. The reporter commented: essure device correctly inserted with 7 coil loops remaining inside the uterine cavity. Essure; 2¿3 coil loops inside the uterine cavity. Subtotal hysterectomy with no surgical complications. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2017: mild elevation of acute phase reactants. Bone densitometry - in (B)(6) 2017: t-score -0.7. Cytology - in (B)(6) 2015: negative. Gynaecological examination - on (B)(6) 2013: external genitalia and vagina: normal. Cervix: multiparous. Good epithelialisation. Anteverted uterus. Normal in terms of size and shape. Normal ovaries.; on (B)(6) 2014: body temperature: 36.5°c. External genitalia and vagina appear mildly erythematous. Speculum examination: healthy-looking cervix, whitish discharge, suggesting thrush. Diagnostic judgement. Vaginal inflammatory disorder (vaginitis). Vulvovaginal candidiasis.; on (B)(6) 2015: normal external genitalia and vagina. Physiological discharge. Scarce leucorrhoea suggesting thrush. Good cervical epithelialisation. Transvaginal examination: uterus: anteverted. Normal in terms of size, shape and structure. Closed cervix. No pain upon manual examination. No adnexal masses found upon palpation.; in (B)(6) 2017: examination: normal. Transvaginal ultrasound: normal anteverted uterus. Hysterometry: 74 mm. Endometrium: 6.4-mm thick. Right ovary: 15 mm, atrophic appearance. Left ovary: 26 mm, with a 21-mm image suggesting a functional cyst. No free fluid in the pouch of douglas.; on (B)(6) 2019: uterus and adnexa affected by right tube hydrosalpinx. Haematocrit - in (B)(6) 2017: 41.1%. Haemoglobin - in (B)(6) 2017: 13.5 g/dl. Hysteroscopy - on (B)(6) 2013: vaginoscopy: normal. Exocervix: normal. Endocervical canal: normal. Uterine cavity: normal. Tubal ostia: normal., tests were well-tolerated. Essure devices were correctly inserted; right essure: 7 coil loops in the uterine cavity; left essure: 2¿3 coil loops in the uterine cavity.. Mammogram - in (B)(6) 2017: bi-rads [breast imaging reporting and data system] 1 score.. Skin test - on (B)(6) 2019: delayed patch-test reading (sensitisation tests): positive results for cobalt, silver nitrate, and nickel; otherwise negative.. Ultrasound scan - on an unknown date: normal ultrasound results. She was monitored due to gi-rads [gynaecologic imaging reporting and data system] 2 classification, which resolved spontaneously.; on (B)(6) 2013: anteverted uterus. Hysterometry: 84 mm. Endometrium: 3 mm. Both ovaries are normal. The left one has a 25 mm anechoic image, suggesting a persistent ovarian follicle.; on (B)(6) 2015: anteverted uterus. 8-mm thick secretory endometrium in length from top to bottom. The left ovary has an avascular 39-x-25-mm anechoic image with no septa or papillae. Ovaries appear normal. No free fluid found in the pouch of douglas.. Urine analysis - on (B)(6) 2017: density: 1,025 (1,004¿1,030). Ph (urine): 6.0 (5¿8). Protein: 100. Glucose in urine: negative. Ketones: negative. Bilirubin: negative. Blood: +++. Nitrites: positive. Urobilinogen: negative. White blood cells: +++. Severe pyuria. Bacteriuria. Haematuria. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.